Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown the customer's address is (B)(6). Device manufacture date: unknown investigation summary: it was reported that the syringe barrel is warped and cracked. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows part of a syringe and the syringe barrel looks like it has damage. A device history record review was completed for possible lot numbers 9303739 or 9336255. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for these lots. Investigation conclusion: based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: without the physical sample analysis a probable root cause could not be offered. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 20ml ll bns was damaged. The following information was provided by the initial reporter: it was reported that the syringe barrel is warped and cracked. I did not notice it was warped initially as it was located about mid-way down the syringe so the tubing was connected as per usual protocol. Further, I did not see a crack but could tell immediately there was no negative pressure when I unclamped the tubing and went to withdraw the contents from the reservoir as it whistled and there was not the usual back pressure. When I looked more closely I could feel the warped area as raised but was smooth and I did not appreciate a definite crack, however, as I mentioned it was clear there was air entering the syringe by the whistling noise and lack of back pressure when the plunger was pulled back.